Event description:
It was reported that patient's scar was not healing on one end and there was a break out (rash) around it. Patient thought it may be shingles and was to work with healthcare provider (hcp). It was stated that when the hcp put the strips on to hold it together, "it looked like they weren't put on tight enough; there was a brown scab on the incision site". Additional follow-up with the hcp indicated that patient had experienced bacterial infection and cellulitis. The infection cleared with antibiotic therapy. Drugs delivered via the device were morphine, clonidine and prialt.

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk; catheter: model: 8578, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).